Event description:
User stated calibration were not holding for sodium for "a couple of weeks". On (B) (6)2009, they had 1 pt sample with a low sodium result, which resulted higher when repeated. Sample type is serum. Initial result gave 126; repeat gave 136 mmol per l. The initial result was not reported, and the pt was not adversely affected. The field service rep was unable to determine a cause. He cleaned and checked multiple ise related parts and reseated and reconditioned the electrode, checked all ise svs. He recommended the customer replace ref electrode if calibration start drifting. To verify analyzer performance, a precision study, calibration and controls were run and okay.